Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 40s mg/dl after consuming food. The customer did not "adjust enough" prior to calling the paramedics. The customer had a seizure and fractured a shoulder. The customer was admitted to the hospital and was treated with glucagon/food. Surgery was performed for the fracture. The customer was doing fine at the time of the report. The customer thought that the pump settings were set too high and was the cause of the low bg. A pump system check was performed and no device issues were identified. Reportedly, the pump settings were adjusted with the assistance of a healthcare provider prior to being discharged. Although requested, the date of discharge was not provided.